Manufacturer narrative:
. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190-000/ lot 1045947 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot 1045947. Test base part number 190-000/ lot1045947. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1045947 showed that the complaint rate is (B)(4).. In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1045947 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine an assignable root cause as the logfiles were not provided for investigation, however substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report #s: for related conflicting results 1221359-2021-03342, 1221359-2021-03343, 1221359-2021-03344 and (5) five unconfirmed false positive patients 1221359-2021-03346, 1221359-2021-03347,1221359-2021-03348, 1221359-2021-03349 and 1221359-2021-03350.

Event description:
The customer reported (4) four conflicting results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 4 of 4. The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2021 on an unknown sample and generated positive results. Repeat testing was performed at a different facility with the ID now covid-19 assay on (B)(6) 2021 and generated negative results. Pcr confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.